Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the arctic sun device had been beeping and showed there was bubbles in the lines. Tried emptying pads but that did not resolve the problem. Four pads were connected, and water flow rate was 0.2 l/m. Event log showed low flow and fluid delivery line was open. Nurse had a difficult time locating information on screens and continuously pressed buttons. Had them stop therapy, drain and disconnected pads. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. All lines were straight with no bends or kinks. Fluid delivery line was secure and in lock position. Restarted therapy, but device started alerting low air leak and fluid delivery line was open. Therapy stopped with no flow. System diagnostics showed outlet monitor temperature was 10.8c, outlet control temperature was 10.8c, inlet temperature was 23.5c, chiller temperature was 4.6c, water flow rate was 0 l/m, inlet pressure was -0.3 psi, circulation pump command was 100 percentage, mixing pump command was 0, heater 0, water reservoir level was 4 system hours was 3763.4 and pump hours was 3311.5. It was advised to send to biomed for evaluation.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue was not duplicated during testing. The system heats to 42°c and cools to 4°c and is stable at 28°c with a flow of 1.8 l/m with -7.0 psi in bypass mode. No repairs needed. Device was put through a functional check and pre-cal after the repair. The device was placed on ctu calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure therefore the DHR review not required. The reported event is unconfirmed, labeling/packaging review is not required. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the nurse stated the arctic sun device had been beeping and showed there was bubbles in the lines. Tried emptying pads but that did not resolve the problem. Four pads were connected, and water flow rate was 0.2 l/m. Event log showed low flow and fluid delivery line was open. Nurse had a difficult time locating information on screens and continuously pressed buttons. Had them stop therapy, drain and disconnected pads. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. All lines were straight with no bends or kinks. Fluid delivery line was secure and in lock position. Restarted therapy, but device started alerting low air leak and fluid delivery line was open. Therapy stopped with no flow. System diagnostics showed outlet monitor temperature was 10.8c, outlet control temperature was 10.8c, inlet temperature was 23.5c, chiller temperature was 4.6c, water flow rate was 0 l/m, inlet pressure was -0.3 psi, circulation pump command was 100 percentage, mixing pump command was 0, heater 0, water reservoir level was 4 system hours was 3763.4 and pump hours was 3311.5. It was advised to send to biomed for evaluation.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue was not duplicated during testing. The system heats to 42°c and cools to 4°c and is stable at 28°c with a flow of 1.8 l/m with -7.0 psi in bypass mode. No repairs needed. Device was put through a functional check and pre-cal after the repair. The device was placed on ctu calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure therefore the DHR review not required. The reported event is unconfirmed, labeling/packaging review is not required. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the arctic sun device had been beeping and showed there was bubbles in the lines. Tried emptying pads but that did not resolve the problem. Four pads were connected, and water flow rate was 0.2 l/m. Event log showed low flow and fluid delivery line was open. Nurse had a difficult time locating information on screens and continuously pressed buttons. Had them stop therapy, drain and disconnected pads. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. All lines were straight with no bends or kinks. Fluid delivery line was secure and in lock position. Restarted therapy, but device started alerting low air leak and fluid delivery line was open. Therapy stopped with no flow. System diagnostics showed outlet monitor temperature was 10.8c, outlet control temperature was 10.8c, inlet temperature was 23.5c, chiller temperature was 4.6c, water flow rate was 0 l/m, inlet pressure was -0.3 psi, circulation pump command was 100 percentage, mixing pump command was 0, heater 0, water reservoir level was 4 system hours was 3763.4 and pump hours was 3311.5. It was advised to send to biomed for evaluation.